Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the "camera was not recognizing anything". The system was unable to communicate with the imaging system. They swapped out for a different system to proceed. The site confirmed that the only green box on the image acquisition screen was the patient tracker. Technical services (ts) had the site verify the system connection from the mobile view station (mvs), this was successful and then showed green.. Ts confirmed that once the imaging system trackers were visible by the camera, the 3rd box on the image acquisition screen would also be green. Additional information was received. This issue occurred during a sacroiliac and thoracolumbar procedure. They tried verifying instr uments, but the camera was not working (localizer faulted error). They were able to use another system to complete the case. There was a 10 minute delay. There was no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735821m, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) this product event is a duplicate of product event 707924956 which was reported under regulatory report #: 1723170-2025-01759. Please see regulatory report #: 1723170-2025-01759 for continuation of this product event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.